Event description:
(B)(6) product manager, reported the following event: "we had our first eps case with variax compression plate today. The indication was an iterative fracture with plate 4 months after a radius open fracture. He chose a 11 holes broad curved plate. However, he did not succeed to put the 3,5mm bone screws correctly and was forced to use locking screws instead. The surgeon said there was no anchorage of the screws and could not fix them. He used the right instruments (ø2,6 drill bits, drill guide), and tried several bone screws with different lengths."

Manufacturer narrative:
Evaluation summary: the reported event that the surgeon did not succeed to put the 3,5mm bone screws correctly could not be confirmed. The procedure was completed successfully. - the quality of the bone can influence the hold of the screw in the bone. - several screw insertion in the same hole can lead to the reported failure - predrilling with the wrong diameter of the drill can lead to the reported failure. In the variax2 compression plating system are two different drill diameters available: 1. Pilot hole drill, 2,0mm for 2,7mm screws, 2. Pilot hole drill, 2,6mm for 3,5mm screws. Please see op tech vax-st-6 rev 1 variax compression plate(ref# 982387). It was reported that the surgeon used the correct instruments(ø2,6 drill bits, drill guide). The plate used (compression plate broad curved variax2 11 hole / l139mm, cat# 629561) has 6 locking holes. According to the early product surveillance form 7 locking screws in total were used. A locking screw was possibly used in a non-locking hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
(B)(6) product manager, reported the following event: "we had our first eps case with variax compression plate today. The indication was an iterative fracture with plate 4 months after a radius open fracture. He chose a 11 holes broad curved plate. However, he did not succeed to put the 3,5mm bone screws correctly and was forced to use locking screws instead. The surgeon said there was no anchorage of the screws and could not fix them. He used the right instruments (&#1586;,6 drill bits, drill guide), and tried several bone screws with different lengths."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.